Manufacturer narrative:
(B)(4)

Event description:
It was reported that x-ray revealed that the left ventricular lead tip was pulled back slightly. The pocket was opened and a contrast agent was inserted into the lead lumen. The contrast agent migrated out of the left ventricular venous system and showed in the pericardial space. An echocardiogram was not performed. The lead position was left unchanged and the lead remained implanted. The patient was asymptomatic post procedure.